Event description:
It was reported that the procedure was to treat a lesion located in the left subclavian artery. The armada 35 balloon catheter was used successfully for predilatation of the artery and inflated to 8 atmospheres; however, the balloon would not deflate even after negative pressure was applied. The balloon was removed with resistance felt from the patient still inflated; however, no adverse patient effects were reported. As predilatation was successful a stent was able to be placed without further issue. There were no reported device issues during preparation of the device or inflation in the anatomy. An attempt was made outside the patient to deflate the balloon; however, it would not deflate. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was able to be confirmed due to a smashed shaft. The difficult to remove could not be confirmed as it was based on case circumstances. Based on visual and dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.